Manufacturer narrative:
Manufacturer investigation conclusion: the report of a low speed event was confirmed based on the submitted system controller log file. The log file captured a single low speed advisory when the pump speed decreased to 7960rpm, which was below the low speed limit of 8200rpm. No other atypical alarms were captured and the system appeared to function as intended during the two days of data following the event. The cause of the low speed event could not be determined. The heartmate ii lvas IFU rev. B (document #105747ja-jp) is currently available. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 13 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that log files submitted captured speed drop below the set low speed on (B)(6) 2019. The cause of speed change was reported to be related to the acute post operation phase. The manufacturer¿s technical services representative is suspicious of something being ingested into the pump. No special tests or treatments were taken. There is no perc damage suspected. The patient is recovering from implanting surgery and following the regular steps for discharge. No additional information provided.